Event description:
It was reported that during a routine visit, the device clinic treating health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker electrogram (egm). Upon review of the presenting egm, the right ventricular (rv) lead appeared to exhibit a loss of capture (loc) in comparison to the egm recorded on a previous visit. It was noted that trend measurements were normal. No additional adverse patient effects were reported. The pacemaker and rv lead remain in service.